Event description:
In june 2008, a doctor informed kerr corp that two le demetron ii curing lights allegedly had low readings and were not curing composites completely. Three pts returned to the doctor with sensitivity from composites cured with the curing lights. It could not be determined which light was used on which pt so the doctor returned both lights. The doctor will remove the composite and redo the procedure on all three pts to relieve the sensitivity.

Manufacturer narrative:
Since it could not be determined which light was used on which pt, both lights are included in the report. The actual devices used in this incident were returned to kerr corp for evaluation. Evaluation of the returned devices revealed that both curing lights were extremely dirty and the reflectors had not been cleaned. Testing performed before and after the cleaning indicated that the outputs were within specifications. This is the first MDR report of the three incidents report.